Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced because a lead fracture was suspected. High impedances were seen in both unipolar and bipolar as well as high thresholds. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.